Event description:
Patient reporting explant surgery "due to the damage of the right breast implant caused by unidentified reasons". Physician confirming rupture of the right breast implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, g2, h6.

Event description:
Patient reporting explant surgery "due to the damage of the right breast implant caused by unidentified reasons". Physician confirming rupture of the right breast implant. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reporting explant surgery "due to the damage of the right breast implant caused by unidentified reasons". Physician confirming rupture of the right breast implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.